Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the inner cap would not detach with 2 bd ultra-fine¿ pro 32g 4mm. The following information was provided by the initial reporter, translated from japanese to english: the green inner cap could not be detached and the user could thus not use the affected product.